Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found in 108 stpck q-syte wht 360deg w/o nut cap ns during an inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: "during inspection... Black fms were found in 108 of 50000 products".